Event description:
It was reported that during an interventional stenting procedure in the circumflex artery, the promus rx 3.5 x 12 mm stent did not cross the severely tortuous and calcified lesion. The device was removed from the patient anatomy with no resistance reported. It was noted that the stent strut was flared and the stent implant had also moved. No other device was used and the procedure was cancelled. There was no reported adverse patient effects or sequela. There was no reported clinically significant delay in the procedure. There was no addition information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. The lesion site was described as severely tortuous and calcified, which likely contributed to the failure to cross. Furthermore, it is likely that this interaction with the lesion contributed to the reported stent damage and disruption (loose) of the stent on the balloon. Although the return of the stent delivery system (sds) may have assisted in determining a conclusive cause, there was no note of any damage observed to the sds or stent implant prior to the procedure, which may suggest that a product deficiency did not contribute to difficulties experienced. To ensure the reported difficulties are not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database for the reported lot was performed and there have been no other incidents reported for stent retention issues or stent damage for this lot. There is no indication of a product quality deficiency.